Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;22284891,8/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22287600,9/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288149,7/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288447,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22313589,6/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22316733,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22343914,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351621,5/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351643,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351766,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351866,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354918,8/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354971,7/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354991,7/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22359448,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22359533,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362325,8/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362437,8/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22355174,8/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac Arrest, CardiacArrest, CardiogenicShock, Bleeding at AccessSite, Other Vascular ComplicationsRequiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0506;E0602;E233601; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22354066,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22288165,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22288221,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22288254,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22288290,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22322131,9/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,87,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22348604,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22348685,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22352849,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22285467,8/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22285583,8/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22285702,8/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286611,8/6/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286748,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287185,9/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287948,8/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22288444,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289148,7/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289201,7/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289227,8/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291147,8/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291251,8/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291271,8/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291786,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22315134,9/4/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22315221,9/4/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22315903,9/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22316811,8/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22317122,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323409,7/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323698,8/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22344637,8/13/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22348224,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22348897,9/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351585,7/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351849,8/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22352009,8/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354916,6/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354927,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354970,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354992,8/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22358559,6/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22365006,8/4/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22343586,9/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E0515,F24,A24,G07001,B17,C19,D15,,0;22284833,6/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22356844,7/31/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22287905,7/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, New Requirement forDialysis, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E0611;E1311,F24,A24,G07001,B17,C19,D15,,0;22354010,6/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac Arrest, Hematoma at AccessSite, Other Vascular ComplicationsRequiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E0602;E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22286847,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22286932,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22287508,8/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Female,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22288966,9/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22288991,9/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22313787,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22313798,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22316175,8/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22316800,8/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22351960,6/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22351980,6/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22292267,8/13/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22322890,7/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22343778,7/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22343890,7/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22358455,8/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22344225,9/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22352902,8/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365356,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365436,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22313419,7/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0605;E0511;E233601,F24,A24,G07001,B17,C19,D15,,0;22355718,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Perforation Cardiac Tamponade, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0605;E0511; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22288766,7/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605;E233601,F24,A24,G07001,B17,C19,D15,,0;22348393,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E233601,F24,A24,G07001,B17,C19,D15,,0;22284985,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22285122,6/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288096,9/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288288,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288324,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288344,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288423,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288462,8/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288964,7/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22291375,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22291581,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22291597,7/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22291789,7/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22309771,7/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22313269,8/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22314599,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22315811,8/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316337,7/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316908,8/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22323185,8/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22323394,8/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22323473,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22323547,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22328509,7/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342346,7/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22345728,8/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22347279,8/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22347641,8/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351668,7/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351888,7/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22352552,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22352799,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354619,7/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354816,9/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22327501,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0515;E061202,F24,A24,G07001,B17,C19,D15,,0;22346373,7/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation, Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515;E0511,F24,A24,G07001,B17,C19,D15,,0;22314234,8/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0515;E233601,F24,A24,G07001,B17,C19,D15,,0;22314491,8/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0515;E233601,F24,A24,G07001,B17,C19,D15,,0;22284974,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22285785,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22285903,9/14/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22286514,8/26/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287100,8/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287284,7/14/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287765,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288341,8/6/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,31,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288362,8/6/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,31,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288867,7/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22315733,8/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22318552,9/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22320956,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22321759,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,89,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22323927,8/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324132,8/31/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324668,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22325667,9/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327589,8/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22341886,8/31/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22342042,9/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22348120,9/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351741,9/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351767,9/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351852,9/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351956,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352182,7/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352211,8/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352266,7/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352886,7/14/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354389,9/13/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354544,8/30/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354772,9/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354841,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354870,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22355104,8/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22355543,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22362256,8/14/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22362279,9/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363235,7/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364175,9/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22365887,9/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,87,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22323542,8/26/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0611;E0505,F24,A24,G07001,B17,C19,D15,,0;22323585,8/26/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0611;E0505,F24,A24,G07001,B17,C19,D15,,0;22291136,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShock, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22291322,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShock, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22287847,9/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22289050,9/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22323480,6/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22328567,8/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22348284,8/4/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22352763,9/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22288402,9/4/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22288496,5/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22291065,8/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22308716,8/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22309313,9/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313408,7/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22319248,9/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22320194,9/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22322516,9/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22325013,8/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22342611,8/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22352721,6/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22343930,9/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22287138,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22284818,8/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22284885,8/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22286399,9/26/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22289368,8/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22308528,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22308910,8/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22313752,8/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22317189,7/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22322397,9/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22323655,9/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22352978,7/6/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22359285,9/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22361650,8/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22361667,8/29/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22284973,6/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22285052,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22286903,7/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22287052,7/31/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22288164,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22289207,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22289399,7/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320364,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320398,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320410,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320515,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22323588,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342025,7/14/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343629,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343863,9/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22351981,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,36,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22354863,8/5/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22355272,2/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Acute ST segment elevation myocardial infarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22355440,2/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Acute ST segment elevation myocardial infarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22361356,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361385,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361404,7/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361484,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,53,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361510,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,53,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361545,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361571,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361928,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361942,9/2/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362135,7/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362171,7/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362270,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362286,9/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362287,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362301,9/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362326,9/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362360,9/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362376,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362392,8/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362399,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362403,8/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362422,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362432,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362441,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362455,7/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362504,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362516,7/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362615,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362623,8/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22285026,9/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22288804,8/27/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22322319,9/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344210,9/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22351915,9/8/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22353326,9/3/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22354908,6/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22360846,9/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361882,9/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22362598,9/17/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343750,9/9/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0511;E1311,F24,A24,G07001,B17,C19,D15,,0;22285361,8/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22290980,9/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22291376,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22319876,8/23/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22324912,7/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22325290,8/21/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,48,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22343903,9/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351523,6/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22352004,7/6/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22352680,7/16/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22354299,9/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22354631,9/11/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355152,7/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355206,7/25/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355630,6/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357050,7/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357155,7/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22358911,9/19/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,87,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22362979,9/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22362995,9/18/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22285171,8/20/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22319953,9/12/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22323279,9/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,53,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22323339,9/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,53,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324147,7/10/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22351604,7/15/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22288975,9/28/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22289656,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22289827,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22290124,7/7/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22308354,7/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22323098,9/22/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22354108,9/24/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,95,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22354622,7/1/2025,4/20/2026,1/23/2026,AGENT,Drug-eluting percutaneous transluminal coronary angioplasty catheter,Unknown,Unknown,Unknown,N/A,Unknown,P230035,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22288212,7/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288246,7/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288457,8/1/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288569,8/1/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22313683,6/16/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22343944,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22343975,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22343992,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351698,5/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354836,8/8/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22359619,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354402,7/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22354505,7/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22352941,7/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22286437,8/21/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286915,6/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287278,9/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22321990,8/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323752,8/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323773,8/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323808,8/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22344942,8/13/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22345297,8/13/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351540,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351557,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22352027,8/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354653,7/5/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22358652,6/20/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22358755,6/20/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22365275,8/4/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22356958,7/31/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22287018,6/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22313806,7/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22292385,8/13/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22322979,7/8/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359215,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359295,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359372,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359462,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359547,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359636,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359731,8/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22344540,9/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22344882,9/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345008,9/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345089,9/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345196,9/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22352995,8/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353088,8/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365515,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365596,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22313444,7/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0605;E0511;E233601,F24,A24,G07001,B17,C19,D15,,0;22313469,7/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0605;E0511;E233601,F24,A24,G07001,B17,C19,D15,,0;22288839,7/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605;E233601,F24,A24,G07001,B17,C19,D15,,0;22285200,6/30/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22286527,7/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288366,7/14/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288390,7/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288648,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292304,7/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292329,7/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292386,7/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292458,7/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22309827,7/1/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22310024,7/1/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22314722,7/18/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316415,7/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316482,7/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316529,7/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342414,7/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342458,7/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342529,7/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351690,7/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351802,7/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354645,7/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354670,7/18/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354879,9/8/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288385,8/6/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,31,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22317380,8/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22317731,8/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22321076,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324402,8/31/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324480,8/31/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22325754,9/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351867,9/27/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351975,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354575,8/30/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354601,8/30/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354646,7/14/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354683,8/30/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354782,9/12/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354943,9/23/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363322,7/21/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22365114,9/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22291501,7/16/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShock, Hematoma at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Male,,1/1/2025,,E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22323489,6/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22341682,8/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22322835,9/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22322925,9/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22342701,8/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22343966,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22343987,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22362620,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22308977,8/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22309046,8/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22323683,9/3/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22353074,7/6/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22361687,8/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22361701,8/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22361808,8/29/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22285061,6/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22289472,7/8/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320567,9/2/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342103,7/14/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342195,7/14/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342411,7/14/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343643,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343657,7/22/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22362013,9/2/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362025,9/2/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362436,8/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22343858,9/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343916,9/17/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344276,9/19/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22360923,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361008,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361257,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361315,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361378,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361453,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361516,9/9/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22362049,9/18/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22288724,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22288805,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22288841,9/11/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22291169,9/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22324988,7/21/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22325078,7/21/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22327299,7/21/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355252,7/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355297,7/25/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357236,7/15/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22316098,9/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,53,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324234,7/10/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324299,7/10/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324361,7/10/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22288549,9/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,95,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22290316,7/7/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22292391,9/24/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,95,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22313367,9/28/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22355122,7/1/2025,4/20/2026,1/23/2026,Emerge,"Catheters, Transluminal Coronary Angioplasty, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K220629,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22288285,7/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288465,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288587,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288595,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288613,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288623,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288657,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288687,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288693,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22288757,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22313695,6/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22321835,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344017,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344049,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344081,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344131,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344416,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344510,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22344799,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22345262,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22345349,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22347342,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22347448,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22351725,5/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22355018,7/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22355032,7/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22359702,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362464,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362493,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362508,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362822,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362832,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362842,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362857,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354662,8/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac Arrest, CardiacArrest, CardiogenicShock, Bleeding at AccessSite, Other Vascular ComplicationsRequiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0506;E0602;E233601; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22288327,9/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22288346,9/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22288372,9/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Bleeding atAccess SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E0506;E0505,F24,A24,G07001,B17,C19,D15,,0;22353041,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353142,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353373,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353443,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353535,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353630,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22353964,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22284820,7/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22284902,7/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22284968,7/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286730,8/6/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286989,6/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287054,6/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287131,6/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287351,9/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287434,6/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287476,9/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289316,8/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289358,8/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291341,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291517,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22291604,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22292310,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22292337,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22292472,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22315968,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22317335,7/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22317646,7/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323422,7/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323437,7/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323456,7/29/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22324011,8/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22345387,8/13/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22345467,8/13/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22349395,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351490,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351571,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351590,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22353811,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354690,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354939,6/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22354958,6/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355019,8/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355037,8/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355038,6/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355064,8/5/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355069,6/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355116,6/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22358824,6/20/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22321426,7/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E0515,F24,A24,G07001,B17,C19,D15,,0;22321608,7/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E0515,F24,A24,G07001,B17,C19,D15,,0;22343610,7/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E0515,F24,A24,G07001,B17,C19,D15,,0;22357349,7/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22358094,7/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22358204,7/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22358322,7/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22288222,7/2/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, New Requirement forDialysis, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E0611;E1311,F24,A24,G07001,B17,C19,D15,,0;22289021,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22313863,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22313905,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22323358,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22323419,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiacArrest, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22323066,7/8/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22323151,7/8/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22323239,7/8/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359818,8/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22359885,8/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360259,8/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360332,8/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22345319,9/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345407,9/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345499,9/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22345615,9/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353337,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353413,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353482,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353576,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22353675,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354019,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354117,8/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365676,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365741,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22313493,7/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0605;E0511;E233601,F24,A24,G07001,B17,C19,D15,,0;22284821,7/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22284892,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22285289,9/2/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22288985,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22289011,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22289022,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22289046,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22289126,7/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22291580,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292495,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292515,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22313171,7/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22313256,7/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22314854,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22314939,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22315018,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342609,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22342927,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343005,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343085,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343169,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343248,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343321,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343400,7/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22345826,8/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22345911,8/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22345992,8/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22346518,8/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351666,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351689,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351905,7/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22352024,7/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22353633,7/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354562,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354656,7/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354699,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354753,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22346493,7/3/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation, Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515;E0511,F24,A24,G07001,B17,C19,D15,,0;22346599,7/3/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation, Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515;E0511,F24,A24,G07001,B17,C19,D15,,0;22286027,9/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22286125,9/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288422,8/6/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,31,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22318100,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22318193,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22321374,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22321768,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324094,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22324569,8/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22325838,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22326161,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22326567,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22326838,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327084,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327683,8/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327809,8/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327893,8/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22341962,8/31/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22342116,9/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351815,9/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351889,9/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351923,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351996,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352292,8/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352516,8/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354700,8/30/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354794,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354811,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354831,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354848,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354850,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22355151,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22355451,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22355935,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356022,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356118,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356201,8/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363431,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363677,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363765,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363849,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22363926,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22365199,9/3/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287940,9/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22323525,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22288434,9/4/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22308785,8/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22308853,8/24/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22309380,9/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22309453,9/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22309691,9/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313430,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313458,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313477,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313502,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313571,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313594,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313611,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22319515,9/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22319719,9/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22320307,9/8/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22320318,9/8/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22323012,9/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22343008,8/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22343093,8/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22344023,9/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22344056,9/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22287233,7/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22287312,7/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22287383,7/16/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22313799,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22317264,7/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22322477,9/23/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22355228,7/6/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22285140,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22285231,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22285338,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22285416,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22289229,7/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22323647,9/2/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22323711,9/2/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342459,7/14/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343667,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343687,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343881,9/7/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22360979,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas RegistryIt was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361084,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361147,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361180,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361199,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22361267,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362216,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362263,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362283,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362292,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362299,7/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362314,7/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362316,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362330,7/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362333,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362350,7/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362361,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362386,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362398,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362419,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362450,8/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362459,8/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362540,7/22/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362638,8/11/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22285111,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22285190,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22288870,8/27/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22288952,9/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343945,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343977,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343996,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344022,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344057,9/17/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344334,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344463,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22353720,9/3/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361581,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361640,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361691,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22362093,9/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343776,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0511;E1311,F24,A24,G07001,B17,C19,D15,,0;22343829,9/9/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0511;E1311,F24,A24,G07001,B17,C19,D15,,0;22285452,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22285578,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22286853,8/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22316497,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22316719,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22325390,8/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,48,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22325461,8/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,48,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22327371,7/21/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351533,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351551,6/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355352,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355453,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355786,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22355837,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356179,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356251,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356363,7/25/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357351,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357449,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357543,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357663,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357823,7/15/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357826,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,87,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22359195,9/19/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,87,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363012,9/18/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22285270,8/20/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,56,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22320077,9/12/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324421,7/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324506,7/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22324602,7/10/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E1311,F24,A24,G07001,B17,C19,D15,,0;22313395,9/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22315631,9/28/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22354676,7/1/2025,4/20/2026,1/23/2026,NC Emerge,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K141236,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22361836,8/29/2025,4/20/2026,1/23/2026,NC Quantum Apex,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,P860019,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22361880,8/29/2025,4/20/2026,1/23/2026,NC Quantum Apex,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,P860019,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22320609,9/2/2025,4/20/2026,1/23/2026,NC Quantum Apex,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,P860019,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320657,9/2/2025,4/20/2026,1/23/2026,NC Quantum Apex,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,P860019,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320699,9/2/2025,4/20/2026,1/23/2026,NC Quantum Apex,"catheters, transluminal coronary angioplasty, percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,P860019,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22354212,8/15/2025,4/20/2026,1/23/2026,ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22362453,7/25/2025,4/20/2026,1/23/2026,ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362144,9/18/2025,4/20/2026,1/23/2026,ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22351563,6/25/2025,4/20/2026,1/23/2026,ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22357918,7/15/2025,4/20/2026,1/23/2026,ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22287676,9/3/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22287570,6/27/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22288255,7/2/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, New Requirement forDialysis, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602;E0611;E1311,F24,A24,G07001,B17,C19,D15,,0;22313933,7/9/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22287418,7/14/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22343176,8/7/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22322798,7/17/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22362482,7/25/2025,4/20/2026,1/23/2026,ROTAPRO,"catheter, coronary, atherectomy",Unknown,Unknown,Unknown,N/A,Unknown,P900056,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22347879,9/23/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22348000,9/23/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354947,9/2/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355166,6/9/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22346247,9/25/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354300,8/15/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22289178,7/9/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343559,7/19/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343590,7/19/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354749,7/17/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22328040,9/19/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356391,8/25/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22362300,9/10/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364005,7/21/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288722,6/27/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22286930,8/1/2025,4/20/2026,1/23/2026,SYNERGY MEGATRON,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22288312,7/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22313738,6/16/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22321911,9/23/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22347656,9/23/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22347768,9/23/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362909,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362925,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362937,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354543,7/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22354577,7/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22285048,7/5/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286402,8/15/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,54,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286642,8/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22286747,8/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,66,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22287737,6/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,50,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22323465,7/29/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22324074,8/24/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22345568,8/13/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22345655,8/13/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351610,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351632,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22355107,8/5/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,49,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22321679,7/14/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0602;E0515,F24,A24,G07001,B17,C19,D15,,0;22358436,7/31/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,41,Male,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22288020,8/13/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22323325,7/8/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22323356,7/8/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22354768,8/13/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360407,8/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360479,8/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360555,8/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360630,8/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22345694,9/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22346029,9/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22346156,9/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354387,8/15/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354472,8/15/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22354523,8/15/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22365756,9/23/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22285369,6/30/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22285465,6/30/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22286452,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22286549,9/2/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292044,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292208,7/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292325,7/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22313335,7/1/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22313382,7/1/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,62,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316581,7/3/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22316653,7/3/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343479,7/19/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22347061,8/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22347172,8/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351832,7/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354672,7/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354696,7/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354707,7/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354893,9/8/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354962,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354986,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22318872,9/11/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327311,9/19/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327677,9/19/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,55,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351724,7/14/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,70,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351902,9/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352018,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352051,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352130,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,61,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22354756,8/30/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356290,8/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356502,8/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364255,9/3/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364568,9/3/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22289082,9/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShock, Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22286008,6/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22286335,6/27/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313697,7/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313713,7/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313722,7/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22343545,8/7/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22344096,9/11/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22352103,9/23/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22355269,7/6/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22285525,6/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22285855,6/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22323765,9/2/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22342534,7/14/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343732,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22362081,9/2/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362103,9/2/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,72,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362483,8/19/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362492,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362500,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362518,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362559,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362575,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362589,7/22/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22285284,9/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344101,9/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344151,9/17/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22351931,9/8/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22351962,9/8/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22361832,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22362189,9/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22362213,9/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22343845,9/9/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation New Requirement for DialysisThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E0511;E1311,F24,A24,G07001,B17,C19,D15,,0;22285951,7/6/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22321244,7/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22321321,7/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22325580,8/21/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,48,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351576,6/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351598,6/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Female,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356475,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356549,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356645,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22356744,7/25/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22358046,7/15/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363027,9/18/2025,4/20/2026,1/23/2026,SYNERGY XD,coronary drug-eluting stent,Unknown,Unknown,Unknown,N/A,Unknown,P150003,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22314127,7/9/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22365814,9/23/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0605;E0511,F24,A24,G07001,B17,C19,D15,,0;22356572,8/25/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22288010,9/24/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22361889,8/29/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,60,Male,,1/1/2025,,E061202,F1901,A24,G07001,B17,C19,D15,,0;22320745,9/2/2025,4/20/2026,1/23/2026,Trapper Exchange Device,"Catheter, Percutaneous",Unknown,Unknown,Unknown,N/A,Unknown,K162253,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22355056,7/5/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362554,8/30/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Bleeding at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22362959,7/22/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Gastrointestinal BleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0506,F24,A24,G07001,B17,C19,D15,,0;22354599,7/9/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Hematoma at AccessSite, Heart Failure, HeartFailure, GastrointestinalBleedingThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Female,,1/1/2025,,E0506;E0611;E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22348799,6/27/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, Bleeding at AccessSiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Female,,1/1/2025,,E0506;E233601,F24,A24,G07001,B17,C19,D15,,0;22286820,8/6/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22289277,8/24/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiacArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22316054,9/17/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351512,9/9/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22351644,7/22/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac ArrestThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,60,Female,,1/1/2025,,E0602,F24,A24,G07001,B17,C19,D15,,0;22284900,6/23/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,73,Female,,1/1/2025,,E0602;E0611,F24,A24,G07001,B17,C19,D15,,0;22314178,7/9/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Arrest, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,88,Male,,1/1/2025,,E0602;E233601,F24,A24,G07001,B17,C19,D15,,0;22323375,7/8/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Male,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22360714,8/27/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac TamponadeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E0605,F24,A24,G07001,B17,C19,D15,,0;22313519,7/17/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,81,Male,,1/1/2025,,E0605;E0511;E233601,F24,A24,G07001,B17,C19,D15,,0;22348488,9/2/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiac Tamponade, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0605;E233601,F24,A24,G07001,B17,C19,D15,,0;22285088,7/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,57,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22292481,7/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22343665,7/19/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22348075,8/25/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22348190,8/25/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351626,7/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22351943,7/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22352464,7/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354798,7/17/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22354902,9/9/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Female,,1/1/2025,,E0515,F24,A24,G07001,B17,C19,D15,,0;22346787,7/3/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation, Dissection The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0515;E0511,F24,A24,G07001,B17,C19,D15,,0;22286299,9/14/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287197,8/8/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22287653,7/14/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,69,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22327996,8/23/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22328111,8/23/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22351835,9/27/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,46,Female,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352493,7/3/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352579,7/3/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22352810,8/28/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22356672,8/25/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364089,7/21/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22364682,9/3/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart FailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E0611,F24,A24,G07001,B17,C19,D15,,0;22323612,8/26/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, HeartFailureThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,72,Female,,1/1/2025,,E0611;E0505,F24,A24,G07001,B17,C19,D15,,0;22288085,9/24/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Heart Failure, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,75,Female,,1/1/2025,,E0611;E233601,F24,A24,G07001,B17,C19,D15,,0;22284827,9/4/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22313735,7/21/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22352629,6/27/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22353903,6/27/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Hematoma at Access SiteThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,82,Female,,1/1/2025,,E0505,F24,A24,G07001,B17,C19,D15,,0;22344143,9/11/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Male,,1/1/2025,,E0505;E233601,F24,A24,G07001,B17,C19,D15,,0;22287442,7/16/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Hematoma at Access Site, Other VascularComplications Requiring TreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,77,Female,,1/1/2025,,E0505; Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22284954,8/19/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22289441,8/15/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,80,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22315544,8/1/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,64,Female,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22359352,9/22/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Ischemic StrokeThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,84,Male,,1/1/2025,,E013302,F24,A24,G07001,B17,C19,D15,,0;22286986,7/11/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,71,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22288223,8/20/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,85,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22289327,7/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,52,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320797,9/2/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320874,9/2/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22320890,9/2/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,58,Female,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22343764,7/22/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Myocardial InfarctionThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,67,Male,,1/1/2025,,E061202,F24,A24,G07001,B17,C19,D15,,0;22361284,8/11/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"""Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.""",,,64,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362309,9/8/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,51,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362374,7/28/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,68,Male,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362494,8/19/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,59,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22362536,7/25/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed TVR The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,47,Female,,1/1/2025,,E2403,F1901,A24,G07001,B17,C19,D15,,0;22285368,9/17/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,74,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22344534,9/19/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Perforation The following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,65,Male,,1/1/2025,,E0511,F24,A24,G07001,B17,C19,D15,,0;22287017,8/1/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22287091,8/1/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22291270,9/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic Shock, CardiogenicShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,76,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22351738,7/6/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occurred Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,79,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363063,9/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363092,9/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363120,9/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22363154,9/18/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Cardiogenic ShockThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,63,Male,,1/1/2025,,E233601,F24,A24,G07001,B17,C19,D15,,0;22290874,7/7/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,83,Female,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;22308431,7/1/2025,4/20/2026,1/23/2026,Wolverine Coronary Cutting Balloon,"catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring",Unknown,Unknown,Unknown,N/A,Unknown,P950020,1/23/2026,IN,"Agent Pas Registry It was reported that the following events occureed Other Vascular Complications RequiringTreatmentThe following event, based on data from the CathPCI Registry, is being reported as a possible duplicate of an event that was already known to BSC and reported as an MDR when the event occurred. BSC reports the events in compliance to 21 CFR 803.3. Because CathPCI Registry data is de-identified before being transmitted to BSC, there are significant limitations to BSC's ability to correlate the data to information previously reported to BSC. Initial Reporter is not provided due to the terms of the CathPCI Registry.",,,78,Male,,1/1/2025,,Vessel Trauma (9302),F24,A24,G07001,B17,C19,D15,,0;

Event description:
THIS REPORT SUMMARIZES 1006 SERIOUS INJURIES EVENTS. IT SHOULD BE NOTED THAT SOME PATIENTS WITHIN THIS POPULATION UTILIZED MULTIPLE DEVICES. A SUMMARY OF THE TYPE AND COUNT OF ADVERSE EVENTS INCLUDE: 27 PERFORATIONS OF VESSELS. 170 HEART FAILURE/CONGESTIVE HEART FAILURE. 63 MYOCARDIAL INFARCTIONS. 154 CARDIOGENIC SHOCKS. 105 HEMORRHAGE/BLOOD LOSS/BLEEDING. 153 CARDIAC ARRESTS. 22 UNSPECIFIED KIDNEY OR URINARY PROBLEM. 141 VASCULAR DISSECTIONS. 27 ISCHEMIA STROKE. 81 HEMATOMAS. 78 CARDIAC TAMPONADES, 99 PERFORATIONS OF VESSELS. BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR DEVICES REPORTED IN THE ACC CATHPCI REGISTRY. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, DATA IS ANONYMIZED BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE REGISTRY DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
REPORTING QUARTER: JANUARY 1, 2026, TO MARCH 31, 2026. THIS REPORT SUMMARIZES 1006 SERIOUS INJURIES EVENTS FOR ALL BSC DEVICES REPORTED IN THE ACC CATHPCI REGISTRY. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. DEVICES REPORTED FOLLOWED BY THE PROCODE: AGENT, OOB. EMERGE, LOX. NC EMERGE, LOX. NC QUANTUM APEX, LOX. ROTABLATOR ROTATIONAL ATHERECTOMY SYSTEM, MCX. ROTAPRO, MCX. SYNERGY MEGATRON, NIQ. SYNERGY XD, NIQ. TAPPER EXCHANGE DEVICE, DQY. WOLVERINE CORONARY CUTTING BALLON, NWX. DEVICE EVALUATION: UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED DATA WAS PROVIDED. NO PRODUCTS WERE RETURNED AS PART OF THE REGISTRY. IT CANNOT BE DETERMINED IF THESE EVENTS HAVE BEEN PREVIOUSLY REPORTED OR IF THE DEVICES WERE RETURNED FOR ANALYSIS AS PART OF A PREVIOUSLY REPORTED SPONTANEOUS COMPLAINT. HOWEVER, THE EVENTS REPORTED WERE ANTICIPATED IN NATURE AS DEFINED BY THE "POTENTIAL ADVERSE EVENTS" LIST IN THE FDA-APPROVED INSTRUCTIONS FOR USE (IFU). NO NEW RISKS OR INCREASE IN ADVERSE EVENT RATES WERE IDENTIFIED WITH RESPECT TO THE AGENT DCB DEVICE BASED ON THE DATA RECEIVED FROM THE ACCF CATHPCI NCDR. THERE ARE NO CHANGES IN BENEFIT/RISK OF THE AGENT DCB DEVICE, WITH RESPECT TO COMPLAINTS RESULTING IN SERIOUS INCIDENTS. PER INTERNAL PROCESSES, BSC REGULARLY CONDUCTS CLINICAL TRIAL SAFETY REVIEW (CTSR) MEETINGS TO ASSESS AND DISCUSS CLINICAL DATA INPUTS (INCLUDING, BUT NOT LIMITED TO SAFETY TRIGGER, UADES/USADES, SERIOUS (PUBLIC) HEALTH THREATS, ADVERSE EVENTS, AND DEVICE DEFICIENCIES). THE TRANSFERRED NCDR EVENT DATA ARE ASSESSED FOR ESCALATION AT REGULAR INTERVALS DURING CTSR MEETINGS AND MEASURED AGAINST SAFETY TRIGGERS GENERATED FROM HISTORICAL DATA (AGENT IDE DCB ARM). RISK/BENEFIT PROFILE: PUBLICATIONS OF 0-30 DAYS POST-PROCEDURE EVENT RATES FROM THE LITERATURE AND NATIONAL SWEDISH REGISTRY (SCAAR), AS WELL AS SUPPLEMENTAL DATA ON 2ND GENERATION DRUG-ELUTING STENTS (WHERE NO DATA ON AGENT OR COMPETITOR DCB WERE AVAILABLE) HAVE REPORTED RATES OF ALL-CAUSE DEATH FROM 0 - 3.5%, MYOCARDIAL INFARCTION FROM 0-1.7%, TVR FROM 0-1.7%, CARDIAC ARREST FROM 0.2-2%, ALL BLEEDING FROM 1.1-6.67%, AND STROKE OF 1.6%. NOTE: THE REPORTED RATES FROM THESE SOURCES OCCURRED FROM 0 TO 30 DAYS POST-PROCEDURE, AS PROCEDURE-ONLY TIMEPOINT DATA HAS NOT BEEN RECORDED IN THE LITERATURE. EVENT RATES OBSERVED IN PATIENTS WITH AGENT DCB USE PLUS A BSC ANCILLARY DEVICE(S) WERE COMPARED TO EVENT RATES AVAILABLE IN CLINICAL STUDIES, LITERATURE, AND/OR COMPARABLE REAL-WORLD DATA USING THE PINC AI HEALTHCARE DATABASE (PHD) FOR THE ANCILLARY DEVICE FAMILIES OF APEX (NO DATA AVAILABLE), EMERGE, PROMUS DES, SYNERGY DES, ANGIOJET, AND FILTERWIRE. EVENT RATES OBSERVED IN PATIENTS WITH AGENT DCB USE PLUS A BSC ANCILLARY DEVICE(S) WERE COMPARED TO EVENT RATES AVAILABLE IN COMPARABLE REAL-WORLD DATA USING PHD FOR THE ANCILLARY DEVICE FAMILIES OF NC EMERGE, TRAPPER, WOLVERINE, AND THREADER, AND USING PHD AND SCAAR FOR THE DEVICE FAMILY OF ROTATIONAL ATHERECTOMY. OVERALL, CLINICAL OUTCOMES THROUGH DISCHARGE FROM THE AGENT PAS TRIAL DATASET, PATIENTS WITH AGENT DCB USE PLUS ANCILLARY DEVICE(S), ALIGN WITH EXPECTATIONS OBTAINED FROM THE COMPARATIVE ANALYSIS FOR THE ANCILLARY DEVICE FAMILIES. TOTAL NUMBER OF PATIENTS ENROLLED THROUGH SEPTEMBER 2025: 17850.